Event description:
It was reported that a spectrum infusion pump was not recognizing a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was found out of specification and evaluation experienced the reported "does not recognize a closed door" as a door not fully latched alarm. The alarm was caused by a loose link screw. The screws were replaced to correct this condition.